Event description:
Consumer stated her hygienist suggested to use the proxabrush to prevent tartar buildup, she followed the instructions and on several occasions there were fibers that came off the toothbrush.